Event description:
It was reported by service report that the left calf support was not locking. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Left calf support.